Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It is reported that patient was feeling an uncomfortable sensation regardless of therapy. It was noted that the lead was off to the side and may have been on the dorsal root. In turn, surgical intervention was undertaken on (B)(6) 2019 wherein hte lead was pulled down slightly from t7 and is now more midline. The issue has reportedly resolved following the surgery.